Event description:
A ventilator was returned for service. There was no harm or injury reported. The device's display was returned to the manufacturer's product investigation lab for evaluation and was found to malfunction. The display was scrapped per manufacturer protocol.